Event description:
It was reported that the pt received an octopolar lead implant that performed with good efficacy, for "about one month," during a test stimulation period with an external stimulator. During the permanent implant surgery, the pt's physician found it difficult to insert the lead into the extension. The lead and extension were eventually connected. Following connection, impedance readings greater than 4,000 ohms were measured (with versitrel). Both the extension/lead connection and the extension/ins connection were checked, but impedance readings were still all greater than 4,000 ohms. A new extension was placed and the impedance readings were "good." The implant surgery was completed without further difficulties. The pt was noted to be "well." Following the event. No further details or pt symptoms were provided at the time of this report. A follow-up will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The extension has been returned to the manufacturer (received on (B)(6) 2010) for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.